Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 600 mg/dl. The customer stated that she received a no delivery alarm on the insulin pump twice on the day of the event. Troubleshooting was performed, and the insulin pump alarmed no delivery during the prime test. The prime test was performed again with a new infusion set, and again the insulin pump alarmed no delivery. The prime test was performed with a new reservoir, and the insulin pump passed. The customer stated that she has received no delivery alarms with multiple boxes of infusion sets and reservoirs. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.